Event description:
Non-locking screws which had loosened after consolidation and patient healing were removed.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.